Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The issue could not be directly confirmed in system log review. System log review identified some other errors such as m-02, 1-71, c-71, and c-82 logged on different dates. The generator was analyzed and found that when tested on a system, the unit presented 1-71 and m-02-3 startup errors. The log review further identified m-02, c-00, m-32, m-b0, and m-11 errors on the given event date. Visual inspection identified hairline cracks on the front bezel at the top and bottom left corners between the grey and white sections. The housing cover exhibits several minor scratches and may require further evaluation and potential replacement. The complaint was confirmed based on field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to starting a da vinci-assisted benign hysterectomy surgical procedure, the erbe will not detect instrument cords and tried several cords and ,power cycled the unit. Site swapped the vsc from their other system and continued the procedure. The procedure was completing as planned with no reported injury.